Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 16-apr-2026, a sales representative reported via email that an ar-9561-35s 35 mm central screw would not fully seat on the baseplate prior to compression. The issue was identified during a reverse total shoulder arthroplasty procedure performed on (B)(6) 2026. The procedure was completed using a replacement screw. No patient harm was reported. Additional information was received on (B)(6) 2026: no visible damage was observed on the initial screw. A replacement ar-9561-35s 35 mm central screw from the same lot (15416322) was used to complete the case. There was no case delay or added anesthesia administered due to the issue.